Manufacturer narrative:
Correction: changed initial reported to physician who first reported the event. Updated event description field. Updated patient code. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the patient heard a buzzing sound and felt a vibration inside the patient's chest. Boston scientific technical services (ts) explained that device was designed only to beep and not to vibrate or buzz. Additional information was received that indicated that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
Correction: changed initial reported to physician who first reported the event. Updated event description field. Updated patient code.

Event description:
It was reported that the patient heard a buzzing sound and felt a vibration inside the chest. Boston scientific technical services (ts) explained that device was designed only to beep and not to vibrate or buzz. Additional information was received that indicated that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The device remains in service but device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Correction: changed initial reported to physician who first reported the event. Updated event description field. Updated patient code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a buzzing sound and felt a vibration inside the patient's chest. Boston scientific technical services (ts) explained that device was designed only to beep and not to vibrate or buzz. Additional information was received that indicated that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard a buzzing sound and felt a vibration inside the patient's chest. Boston scientific technical services (ts) explained that device was designed only to beep. Additional information was received indicating that the device declared fault code 1003. A device replacement was then recommended. To date, the device remains in service. No adverse patient effects were reported.